Event description:
The following info was reported: the physician said after he inserted mynx ace 6f/7f device into the introducer he inflated the balloon and pulled back, there was no resistance and no stop at the arteriotomy. The device was pulled straight out with no resistance, and the balloon was inside the introducer. Immediately converted to manual compression for 15 minutes, no hematoma. The pt was not hospitalized. Stick location: common femoral artery. Vessel size: 8mm. Procedure: coronary.

Manufacturer narrative:
Visual inspection of the returned device showed that the balloon was not protruding beyond the distal end of the introducer sheath. Subsequent to unsheathing, it was immediately observed that the balloon distal shaft was folded back over inside the sheath. The introducer sheath was inspected for anomalies that may have obstructed the device path during the device insertion. The introducer sheath had a kink 19mm from the distal tip. A kink may cause resistance as the balloon distal shaft travels through the sheath and force the balloon distal shaft to fold back over inside the sheath. A review of the lhr was not possible as the lot number was not provided. Based on the info received and the investigation performed, the probable root cause for the reported pull through could have been the severe kink in introducer sheath which prevented the catheter from being advanced all the way through the sheath resulting in a pull through.